Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info or if the device is rec'd at a later time, this report will be supplemented.

Event description:
Olympus was informed that at the start of an unspecified procedure, the tip of the device broke off inside the pt's abdominal cavity. The broken piece was retrieved. There was no pt injury reported. In addition, the procedure was successfully completed using a different but similar device. The pt is in stable condition.